Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion during manipulation within the lesion would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The reported occlusion and death are known adverse events listed in the mini vision instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for stent dislodgement for this lot. The reported difficulties appear to be related to the operational context of the procedure.

Event description:
It was reported that the mini vision stent delivery system (sds) was unable to cross the calcified, diseased left main coronary artery (lm) to reach the target lesion in the circumflex artery. When the sds was removed the stent was not on the sds but had dislodged in the lm. A balloon was used to dilatate and implant the dislodged stent in the lm. When the balloon was removed no flow occurred to the left anterior descending and circumflex arteries. The patient experienced cardiac arrest and expired despite cardiopulmonary resuscitation attempts. Though requested no additional information was provided.